Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock. Device data was sent to rhythmcare for review. Data review determined there were no episodes recorded. Further evaluation was performed and determined the device was effected by a data corruption. A magnet reset was performed and the error was cleared. This device remains in service. No adverse patient effects were reported.